Manufacturer narrative:
Initial reporter - address line 1: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy, capsular contracture, and seroma-late are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, capsular contracture baker grade IV, seroma-late, and rupture.

Event description:
Healthcare professional reported against left device "rupture of left implant", "left implant with irregular edges with abundant free fluid, with thickening of the capsule", "capsular contracture baker grade IV, pain", "arthralgia" (ndr), "fever", "increased weight of the breast", and "bilateral axillary lymph node enlargement". Device has been explanted and replaced.